Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range pacing impedance measurements in the unipolar configuration greater than 2,500 ohms. There was noise on over 9,300 episodes stored in the arrhythmia logbook. The noise did result in pacing inhibition; however, there were no reported patient symptoms as a result. This patient is pacemaker dependent. The noise was able to be reproduced with left arm movement. The patient underwent a revision procedure and this lead was surgically capped and replaced. No additional complications have been reported.

Event description:
Additional information received indicates that this lead was fractured.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.